Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Sensing integrity counts went up to 81 (within 9 days) along with high rate non-sustained episodes and evidence of oversensing. Analysis of the device memory indicated the right ventricular lead integrity alert (lia) triggered. The rv lead integrity alert warning occurred for increased sic count and 2 or more high rate non-sustained episodes of less than 220 milliseconds on (B)(6) 2016. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. Evidence of emi oversensing has been noted during ventricular fibrillation (vf) and high rate episodes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for oversensing. Evaluation determined that the events are consistent with exposure to 60 hertz external interference. Potential sources were not able to be identified. The cardiac resynchronization therapy defibrillator (crt-d) is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.